Event description:
Patient presented to the infusion center and stated that after his bag had been changed and pt was at home again, 56-minutes into the infusion time, the pump detected "air-in-line" and began to alarm. The patient called the infusion center hotline, but they were unable to fix it over the phone. Pt was advised to turn the pump off causing pt to miss part of the first dose and all of this second dose of antibiotic. Upon arrival, the pump was reset and primed with new tubing. The patient was informed to keep the bag upright to try to prevent air bubbles from forming in the bag which then travel to the tubing. Staff continue to report that the new bd bags are stiff and air bubbles form resulting in air in the tubing which results in the failure of the pump to dispense the dose of antibiotic.